Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm masters series coated aortic valved graft was chosen for a procedure. During preparation, the leaflet function was tested using a plastic hose. During the operation, the doctor tried to test the valve lobe as normal when the leaflets stuck. The valve got removed and a same unknown valve was implanted while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm masters series coated aortic valved graft was chosen for a procedure. During preparation, the leaflet function was tested using a plastic hose. During the operation, the doctor tried to test the valve lobe as normal when the leaflets stuck. The valve got removed and a same unknown valve was implanted while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of incomplete coaptation was reported. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the root cause of the leaflet immobility could not be conclusively determined.